Event description:
The patient presented to the clinic with vf episodes. Review of the egms showed noise. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.